Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device finds no direct evidence to confirm the reported dislocation event, determine the root cause or indicate a product problem. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: lot j07w81. A search of the depuy nonconformance (nc) quality system found no related nc¿s associated with this product/lot combination. Device history review: a search of the depuy nonconformance (nc) quality system found no related nc¿s associated with this product/lot combination. H10 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate added: d4 (lot,expiration), d10 and h4.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was using the toilet and went to get up and felt her hip dislocated. In the or, it was discovered the locking ring for the constrained liner was no longer engaged in the poly and was sitting on the femoral neck. Doi: (B)(6) 2020, dor: (B)(6) 2020, right hip.